Event description:
It was reported the left ventricular (lv) lead had an increased threshold in the lv tip to right ventricular coil configuration which the patient is programmed to. The event was reported from the system longevity study. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.